Event description:
A response was received from the physician that indicated that there was an autopsy that was performed by it will not be provided. No further information was received.

Event description:
Cause of death information obtained from the (B)(6) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2011 and the patient's cause of death was unspecified cardiac arrhythmia, accompanied by other and unspecified convulsions. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of probable sudep. There is no allegation or other information indicating that the death is related to vns.

Event description:
It was initially reported that the patient passed away in her sleep. The cause of death and the relationship to (B)(6) is unknown. Good faith attempts for more information and product return have been unsuccessful to date.